Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer put a circuit breaker on the chair and now it does not shut off.